Event description:
I got mentor memory gel implants in 2016 and I have had issues with pain and numbness since then. I have severe headaches, fatigue, brain fog and loss of motion in my right arm that effects my job. I am a surgical tech, so it is very painful to do my job. I want to have them removed but don't have the money right now. My doctor quoted me 7 to 10 grand to remove them. Please help. I will get my blood work done this week. I'm getting checked for autoimmune issues. "Unknown. Calling my surgeon mond". FDA safety report ID # (B)(4).